Manufacturer narrative:
This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 07p60-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false non-reactive alinity I syphilis result for one patient. Initial result = 0.06 s/co (<1.0 s/co is non-reactive). The sample generated a positive tppa result and negative colloidal gold. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit with the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing of a retained reagent kit of lot 23115be01 determined that the specificity performance is not negatively impacted. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the alinity I syphilis tp reagent lot 23115be01 was identified.